Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received at the plant for the investigation without the original packaging. The sample was visually and functionally evaluated and the reported condition was confirmed, a disconnection was observed between the cross-spike connector and the tubing line. A definitive root cause could not be determined at this time. As part of continuous improvements, a corrective action has been opened to address the reported issue. These actions are designed to prevent the re-occurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that at least four of the sets were leaking at the connection between the purple spike and the tubing itself. These were all found during staff training, no patients were involved.